Event description:
During an arthroscopic knee procedure, the arthroscopic cutter produced metal shavings. Not all of the shavings were removed from the patient. No patient injury was reported by the user facility.

Manufacturer narrative:
A visual examination of the complaint device revealed a part of the distal tip of another cutter (medical device report 1056128-2012-00002) wedged in the distal tip of this complaint device. The inner shaft was separated from the outer shaft and the distal tip of the inner shaft was bent backwards. The cutting edges of the distal tip of the inner and outer shaft were both damaged. A small amount of metal particulates were observed on the rubber seal components of the outer shaft hub. Based on the observed damage, the most probable cause of the metal shavings was that the device made contact with the distal tip from another cutter resulting in damage to the cutting edges and potentially causing metal particulates. Stryker sustainability solutions' instructions for use states: "do not allow the arthroscopic shaver to come in contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." The device history record for the returned device indicates that the cutter passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.